Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed one "por" event associated with a cartridge change on (B)(4) 2015. Pump powers with returned battery cap. Battery cap is able to fully tighten however "coin slot" on top of battery cap is damaged. Battery cap measures within specifications. Evidence of moisture contamination on battery cap contacts and contact hub. The battery compartment was cracked below grip pad. The pump was exercised with returned battery cap for 24 hours. No reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test passes. Investigators removed the pump case and no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.